Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, and light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of the charged coupled device for the additional findings identified during the investigation the rigid tube was dented was caused by a component failure of the rigid tube and the light guide bundle was chipped was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's axis was misaligned, and the image was not centered even when straightened. There were no reports of patient involvement.